Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The atrial lead has become dislodged post implant. It was noted on the cxr sometime after the patient had been discharged home. The atrial lead was difficult to implant with the sensing at the end of the implant being only 0.4mv which was the best the implanter could get. During the day-one device check no sensing was noted and the physician felt this was due to the patient's af and decided to reprogram the device to vvi. The physician had decided he was not going to re-operate on this patient due to his age and his af and is going to leave the device programmed as vvi.